Event description:
It was reported that an asymptomatic patient presented a merlin.net transmission to the clinic due to oversensing from double counting a bigeminal pvc. Reprogramming the device was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information noted that the device was explanted.

Manufacturer narrative:
The reported field event of oversensing was confirmed via review of stored electrograms. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.